Event description:
It was reported that this inflatable penile prosthesis (ipp) had not worked since implant. During troubleshooting in the clinic the physician could not successfully pump up the device. A replacement surgery was performed and it was confirmed that there was no fluid in the system. The tubing was damaged and the tubing coils were sticking out. The physician was unsure if it was a product issue or if the previous physician may have nicked the tubing during implant. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had not worked since implant. During troubleshooting in the clinic the physician could not successfully pump up the device. A replacement surgery was performed and it was confirmed that there was no fluid in the system. The tubing was damaged and the tubing coils were sticking out. The physician was unsure if it was a product issue or if the previous physician may have nicked the tubing during implant. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Common causes of mechanical issue, fluid leak and perforation in the device are fatigue that occurs overtime during use of the device and sharp instrument damage during implantation. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.